Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/06/2014 with the following findings: the display was found to be dim and pink. Unrelated to the original complaint, the down and up arrow keys were intermittently responsive. The okay and contrast keys were fully responsive. There was no damage or peeling to the keypad. The keypad was removed and contamination was observed under all the key contacts. Additionally, the battery cap was found to be worn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.]

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Customer service has made several attempts to contact the reporter to acquire more information. There is no further information available regarding the complaint at this time; if further information is provided, a follow up report shall be made. There was no allegation of an adverse event with this complaint. This complaint is being reported because of the allegation of a display issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.